Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass due to physical damaged. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on the screen. Customer stated that she fell off bike. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.